Event description:
Reporter states customer reportedly received results of 350 mg/dl and 294 mg/dl on the advantage system, and results of 127 mg/dl taken on professional's device all within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.